Event description:
Additional information was provided regarding this event. The failure occurred before procedure. The procedure was completed using another device. (Unknown product and product information).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the following facts obtained from the investigation, olympus was unable to identify the root cause of the faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the initial inspection of returned device, the device had a blackout due to a main cabinet failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, the high flow insufflation unit did not display an error code. There was no report of user or patient harm associated with this device. During inspection of returned device, the subject device blackout due to a main cabinet failure. This MDR is being submitted to capture the reportable malfunction found during evaluation.